Event description:
It was reported that during a procedure on (B)(6) 2022, a cable broke inside of the tensioner and could not be removed. Procedure was completed with a delay of ten minutes. This report is for an unknown cable. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cable/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.